Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. Md inserted the super arrow-flex sheath into the right femoral artery. While inserting the iab into the sheath, it became snagged on the braided sheath, bunched up and would not pass through the sheath. As a result, the iab was not used.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.